Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via a clinical study, regarding a patient receiving intrathecal therapy via an implantable infusion pump. The indication for use was not noted. It was reported that the pump interrogation data, on (B)(6) 2015, noted that a motor stall recovery occurred. The pump motor stall reportedly occurred with a recovery, secondary to an MRI. No action was taken and the outcome was noted that the issue resolved without sequelae, on (B)(6) 2015. The event was related to the device or therapy and not related to the implant procedure. The programming date from most recent refill, prior to event was (B)(6) 2015. No further information was provided regarding the drug information and motor stall duration; however this information was requested. Should additional information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a healthcare provider (hcp). The drugs in the pump were 1.0 mg/ml dilaudid at 0.4005 mg/day and 30.0 mg/ml bupivacaine at 12.016 mg/day. It was reported that the motor stall lasted for 33 minutes.